Event description:
Customer called lfs in 6/2002 alleging patient ot surestep meter was reading inaccurately low and their surestep test strips had a pink confirmation dot. Approximately one month ago, customer purchased a new package of 50 test strips. Patient had been using them for the past month. Patient stated patient was getting lower than normal readings but nothing too drastic, readings were around 50 and 60 mg/dl. Their family member would treat patient for the low readings by giving patient orange juice or cookies. In 6/2002, patient obtained a reading of 30 mg/dl and thought that something might be wrong with the meter. During troubleshooting it was discovered that the strips in the bottle patient was using at the time had a pink confirmation dot. Customer did not seek any medical treatment, nor did patient have any reactions while using these strips. Patient does, however feel that they were "being hurt by the strips" because he was being treated for low blood sugar, when patient may have been high. Patient stated patient takes insulin based on the readings of the meter and patient had not been taking insulin with the low readings. No further information has been provided.